Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.